Event description:
An aus device was implanted on 5/1/96. A connector was revised on 7/9/96. The cuff was revised on 12/26/96. The entire device was removed from the pt and replaced on 6/18/97 due to erosion.